Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: 3 open pouches. Analysis and results: there are no previous complaints of this code batch of which (B)(4) units were manufactured and distributed in the market. There are no units in stock in warehouse. Received three open pouches, two of them have the tip bent. One of the ampoules received is correct. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Reviewed the raw material ampoules and we cannot come to a root cause of this defect, bent tip could be generated in many points from production process to distribution. Final conclusion: taking into account that the samples received do not fulfill the OEM specifications, it is concluded that the complaint is justified. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future. This report is being submitted late due to mis-interpretation of 2 year presumption acknowledgement and agreement by FDA. Once issue was identified, retrospective review of complaints was completed from time of 2 year presumption implementation to present. All reports identified are being reported.

Event description:
Country of complaint: (B)(6). It is was reported that when user unpacked the histoacryl, they were solidified and leaked with bended tip.